Manufacturer narrative:
(B)(4). Additional information: what type of procedure was the device used in? The device was used in esophageal cancer procedure. Was the cut line fully circumferential around the target tissue? There were two layers of tissue in the jaw, and only one layer of tissue had been cut. Were there any staples seen in the operative field? If yes what was the appearance of the staples? No. How was it confirmed that the anvil was secured to the trocar? There was a crunch when the anvil secured to the trocar. When was the safety removed prior to firing? After the orange indicator was set in the green tissue compression. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The surgeon compressed the device until unable to fire further, but there was not a crunch. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? In the middle of the green tissue compression. Were there any differences in the way the device fired? No. Please explain for clarification, you stated the breakaway washer did not cut off. Was the breakaway washer partially cut or not cut at all? The breakaway washer not cut at all. Did the prolonged procedure clinically impact the patient or change the post-operative care? No. Who fired the device? The surgeon fired the device. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that the surgeon used the device to cut the esophagus found that the tissue had been cut out but no staples came out, and the breakaway washer did not cut off. The surgeon changed another device to complete the procedure. No adverse event on the patient. The surgeon changed another device to finish the procedure, and the patient was all right now.